Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading at the time of the call was 300 mg/dl. The customer had previously called to report a blank display. Found that the insulin pump did not have a battery. After inserting a new battery, assisted the customer in reviewing the settings. The insulin pump was programmed correctly. Nothing further was reported.